Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and replaced the erbe, and the system functionality was restored. System was working within isi manufacturing standards. The system was tested and verified as ready for use. Isi received the integrated electro surgical unit (iesu) involved with this complaint and completed the evaluation. Failure analysis investigations replicated and confirmed the reported complaint. The unit was placed on an in-house system and reproduced the c-34 error in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. Root cause of this failure is attributed to a component failure. There was no image or video clip submitted for review. A system log review was performed. Per the review, the following was confirmed: the benign hysterectomy was performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure surgical procedure, the customer encountered a repeated c-34 and c-00 error on the erbe generator. The staff tried to power cycle the erbe with no change. The staff elected to connect a third party force triad generator to continue with procedure. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.